Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received, and it was learnt that the patient returned for 1-year visit on (B)(6) 2020 and reported that patient was experiencing slightly bothered halos and starburst as the patient can¿t look at stars and enjoy stargazing. Monocular ucdva (uncorrected distance visual acuity): 20/20 ¿ right eye and 20/15 ¿ left eye. Bcdva (best corrected distance visual acuity): 20/20 ¿ right eye and 20/15- left eye. No further information provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a study patient complained of very bothersome halos and moderately bothersome starbursts causing difficulty with driving post operatively. Best corrected distance visual acuity (bcdva): 20/20 od (right eye) best corrected distance visual acuity 20/10 os (left eye). There are no plans for additional treatment. There was no reported patient complications and/or related injury. No further information provided. Patient had bilateral lens implants. This report is for the left eye. A second report will be submitted for the right eye.